Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 18 false positive results on direct nasal kitted swabs with the idnow covid-19 assay on (B)(6) 2021. Confirmation testing (unspecified) took place at different locations and generated negative results. Additional information is unavailable at this time.

Manufacturer narrative:
The customer did not provide the required intake information, such as the kit's lot number, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation; however, it could possibly be related to the specific patient sample or cross contamination.